Manufacturer narrative:
Evaluation summary: hawkone and spider fx capture wire were received for investigation. The hawkone was received inserted in the cutter driver with the thumb-switch pushed forward. The distal rotating tip was separated from the distal assembly and not accounted for. The hinge pins of the hawkone device were intact and not separated. The guidewire tubing was inspected under microscope and found no evidence of zipper tearing; however signs of potential buckling were noted. A 0.014¿ guidewire from the lab was front loaded and confirmed the guidewire tubing was intact. Traces of dried blood were found throughout the cutter driver and h1 assembly. The laser drilled coil segment showed no damaged tecothane or pet of the distal assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat patient at the left proximal, mid and distal superficial femoral artery(sfa) using a hawkone and spider device. Target lesion type was calcified. Lesion had moderate tortuosity, severe calcification and 100% stenosis. Artery diameter was 6 mm and lesion length was 200 mm. A 7f/65 cm sheath was used. Vessel was pre-dilated using a 3 mm powercross balloon. It is reported that the hawkone was used in the in-stent restenosis(isr) and physician was aware it was off label. Spider device was used per IFU. Atherectomy was performed with no issues noted. Physician then reached an area where device could not advance. Physician attempted to withdraw device but severe resistance was experienced and device was unable to be removed. Force was applied to attempt to remove device causing the nosecone to detach at the hinge pin. Physician attempted to buddy the spider device with another wire to attempt retrieval but was unsuccessful. During attempted retrieval the spider filter also detached. The detached nosecone and filter are currently lodged in the calcified cto. No patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.